Event description:
It was reported that the pump stopping insulin delivery without user input. There was no reported impact to the customer's blood glucose level. The reported issue could not be confirmed.